Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, uninstalled ent application and reinstalled ent 2.2.1 and the issue was resolved. Software investigation completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in an ear, nose and throat (ent) procedure, in navigate, the surgeon wanted to load another scan of the patient. When the scan was inserted into the system, it exited the software and brought them back to the main medtronic screen. After re-booting the system, and re-launching the ent software, received a sr manager failure. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome reported.